Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 565 mg/dl. The customer reported that they received the no delivery alarm and there was blood at the site. Troubleshooting was declined for high and performed for no delivery and blood site issues. The insulin pump and infusion set will not be returned for analysis.